Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, shortly after the implant of this implantable cardioverter defibrillator (ICD) system, a defibrillation threshold (dft) test was performed due to the high positioning of the right ventricular (rv) lead. The dft test returned a low out of range shock impedance value and the patient was not converted. An external shock was delivered successfully. The device recorded two codes as a result; one for the low shock impedance and one for a high voltage condition that was detected while the device charged to deliver a second shock. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. A revision procedure was performed and the rv lead and this ICD were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead code was recorded on (B)(6) 2018. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This damage is consistent with energy shorting from a compromised defibrillation lead during shock delivery. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.